Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) gave an alert tone twice. The patient reported the second tone came with a vibration. After discussing the ICD magnet tone, the patient reported they had been using a magnet to pick up nuts and bolts and would do a better job keeping it away from their device. The ICD remains in use. No further patient complications have been reported as a result of this event.